Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and this showed the lcd was broken and blacked out. The cause of the component issue was not confirmed.

Event description:
It was reported the device had a broken lcd screen. No adverse effects reported.